Manufacturer narrative:
(B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that the one infusion set was leaked at quick release at site on (B)(6) 2024. The infusion set is long for less than 1 day. No further information available.